Event description:
It was reported during a routine pump replacement, the healthcare professional (hcp) was unable to aspirate the catheter. There was no sign of cerebrospinal fluid (csf) nor drug inside the catheter, therefore, the catheter was also replaced. It was noted the patient had a reduction in the therapy approximately 6-months prior to the routine pump replacement and was on a high dose. The hcp did not increase the dose following the replacement of the catheter and pump, rather started the patient on minimum rate to avoid an overdose. The patient was admitted to the hospital for close observation for withdrawal or complications and would be managed until the dose was titrated appropriately. There were no reported issues with the pump, but the pump was used to deliver a mixture of morphine and clonidine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (unknown lot #) found a dark residue occlusion in the dispensing holes that was event related.

Event description:
Additional information received reported the issue was with the 8709sc catheter. After the replacement, the patient was discharged on minimum rate. The therapy was not returned to expected, as the patient was at minimum rate. It was presumed that the patient was not getting the 8 mgs per day, as prescribed. There were no withdrawal issues with going down to minimum rate, following the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.